Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that the patient was extremely high risk, repeat coronary bypass, and difficult surgery patient, stabilized on ECMO and balloon pump. The intra-aortic balloon pump function in response to patient ECG. A workable ECG signal reportedly could not be obtained. Electrodes and placement changed no improvement as well as cables. Only when a transport monitor was connected, a proper ECG trace was obtained. Transport monitor did not have capability for slave monitor connection, so balloon pump could not be used, resulting in a loss of cardiac output. The asystole alarm often goes off even during normal ECG. Draeger reference number: (B)(4).